Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was later implanted with an artificial urinary sphincter (aus) device consisting of a 4.5cm cuff, a 61-70 cm h2o balloon and pump. The reason for implanting the aus after the sling device was not provided. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.